Event description:
Related manufacturer report number: 2017865-2022-17032. It was reported that during implant of the left ventricular (lv) lead that the stylet was stuck and when the physician attempted to remove that the lead terminal pin broke. When attempting to implant another lv lead, the lead dislodged when physician slit the sheath. The physician elected to complete the procedure without an lv lead replacement. The patient was discharged after the procedure.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
The reported event was lead dislodgement. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured to be within specification.

Manufacturer narrative:
Correction: d4. Updated the serial number.